Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "the patient dropped the transfer set and pd catheter in dirty water in the tub". The peritonitis was manifested by abdominal pain, cramping and cloudy effluent. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (for 20 days, dose, route and frequency were not reported) for peritonitis. On day after the event onset, the patient was treated with cefepime (for 20 days, dose, route and frequency were not reported) for peritonitis. Twenty-one days after the event onset, the patient was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.